Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, a patient required insertion of a 3f PICC line into the antecubital vein of the right elbow. During the procedure, catheter leakage was detected. To ensure patient safety and complete catheterization, a new PICC set had to be reinserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is inconclusive due to the state of the returned sample. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed a portion of the catheter shaft in a kit tray. The product label was covering most of the sample. No details of a leak or evidence of damage could be discerned in the returned photograph. No obvious use residue was seen on the device or tray. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.